Manufacturer narrative:
510(k) number: k142688. (B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per cc form: "needle is broken at the tip" they discover that the tip was broken after the procedure. Actually by co incidence because the nurse showed the fellow the tip of the needle and at that moment she discover that the tip was broken. The patient went for CT scan but till now I'm not able to speak with one of the doctors. For all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site.n/a if not with the device in question, how was the procedure performed and/or finished? Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was the scope recently serviced / repaired? N/a. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? After the procedure. What is the endoscope manufacturer and model number that was used with this device? Pentax. Was difficulty experienced while retracting the needle? No. Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. Was needle penetration of the targeted site difficult? No. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? N/a. Did any section of the device detach inside the patient? Yes. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. In relation to (B)(4), do you mind asking the rep to clarify: when did the needle tip break? During the last puncture. Did the broken needle fall into the patient? Yes. If so, was it removed and how? No information about that yet.

Manufacturer narrative:
PMA/510(k) #: k142688. 1 unit of lot c1778671 of echo-hd-3-20-c was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 22 mar 2021. The needle was found to be broken distally. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1778671 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1778671. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking possible due to the actual lesion could have been hard causing the needle to break in the patient during the procedure. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: as per cc form: "needle is broken at the tip". They discover that the tip was broken after the procedure. Actually by co incidence because the nurse showed the fellow the tip of the needle and at that moment she discover that the tip was broken. The patient went for CT scan but till now I'm not able to speak with one of the doctors. For all complaints, ask: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. N/a. 4. If not with the device in question, how was the procedure performed and/or finished? 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Pentax. 11. Was the scope recently serviced / repaired? N/a. 12. Was force required on insertion of device into scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction?after the procedure. 14. What is the endoscope manufacturer and model number that was used with this device? Pentax. 15. Was difficulty experienced while retracting the needle? No. 16. Was the needle able to be fully retracted before removing from the patient? Yes. 17. Was gaining access to the targeted site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. 19. Was needle penetration of the targeted site difficult? No. 20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 21. Was the stylet partially removed prior to advancement of needle? No. 22. How many biopsies/passes were obtained with use of this needle? N/a 23. Did any section of the device detach inside the patient? Yes. 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 26. Was there difficulty in attachment / detachment of the leur to the scope? No. 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. In relation to (B)(4), do you mind asking the rep to clarify: 1. When did the needle tip break? During the last puncture. 2. Did the broken needle fall into the patient? Yes. 3. If so, was it removed and how? No information about that yet.